Event description:
Patient reported that device's piston rod is stuck in cartridge cavity. No error messages were generated by the device. Patient's blood glucose was not affected, and no treatment was received. Paitnet will switch to back-up device.